Event description:
Reporter stated the casters fell off, chair fell off while rolling through the mall or while mother was pushing user down a hallway. No injuries were reported.

Manufacturer narrative:
It was determined through evaluation of the product returned that the pivot pin was missing from the assembly and the set screws were not torqued to required specs as called out in the owner's manual. If the casters are not adjusted properly, the caster bolt may become loose during use. CAPA is pending to determine if add'l info or clarification is needed for the maintenance of this adjustment.